Event description:
Patient experienced increased work breathing. Respiratory rate in 20's. Patient went into brief run of v-tach, then returned to normal sinus. Patient bagged during episode and when patient placed back on the vent the heat moisture exchanger(hme) was noted to be wet. The patient then had problems breathing again. The hme was replaced with a new one and patient immediately improved and was comfortable.

Event description:
Patient experienced increased work breathing. Respiratory rate in 20's. Patient went into brief run of v-tach, then returned to normal sinus. Patient bagged during episode and when patient placed back on the vent the heat moisture exchanger(hme) was noted to be wet. The patient then had problems breathing again. The hme was replaced with a new one and patient immediately improved and was comfortable.